Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 01/2013).

Event description:
It was reported that approximately eight years nine months post port device implant, the port catheter allegedly broke and was removed. It was further reported that a broken catheter piece remained in the superior vena cava, which was demonstrated on x-ray imaging. The patient reports experiencing pain near the ribs and the right side of the sternum.